Event description:
Pt had this tissue expander inserted 10/7/93 by the explanting surgeon. Pt was seen by surgeon in 1/94. The pt failed to go see the surgeon again until 5/8/95 when the tissue expander was deflated. The pt could not arrange to have the tissue expander removed to a thin capsule. The expander was found to have a small hole in it. MFR was notified the same day (9/12/95). A new tissue expander was inserted into the pt at the time of explantation of the defective tissue expander. Other than a visual examination & leak test no other evaluations were done on the tissue expander at the time. The tissue expander was sterilized as instructed by the MFR & then returned to MFR for further evaluation.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.